Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead, implanted on february 2, 2006, were not tested during the implant procedure due to the patient's critical condition. Subsequently, on february 14, 2006, it was determined that there was no effective pacing. To reduce the time of the intervention, the decision was made to implant a new lead. The lead was disconnected with a torque screw driver and upon connecting the new lead, the setscrews could not be moved. Subsequently, the device and lead were replaced with another guidant ICD and transvenous defibrillation lead. There were no adverse patient effects reported.